Event description:
Started to scan echo on patient and the machine (sp 1) would not capture moving images. All other commands working but not this very important command. Had to power-down and get another machine from 2nd floor.